Event description:
This lead was an attempted implant on (B)(6)2011. The helix would not extend and retract at the second position. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).